Event description:
It was reported that a patient underwent eyelid correction procedure on an unknown date and suture was used. Ten days post operatively, the patient got a severe infection around the lateral corner of the eye extending towards the upper and lower conjunctival sacs. The sclera is completely red with inflammation and swelling. The surgeon opines that the suture is the source of the infection. The current patient status, has not yet been confirmed by the surgeon. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient¿s consequences were mainly psychological including depressive mood requiring intensive management by family and general practitioner, sleep disorders, etc. The patient also suffered from sharp pain in the right eye and had difficulty keeping the right eye open due to ointment. The suture was not removed from the patient since the surgical wound had only opened up minimally in the lateral eye corner and 2 additional sutures were placed. During follow-up, the ophthalmologist noted that the infection was under control. Patient is currently well. Functionality of the eyes was never compromised. (B)(4).